Manufacturer narrative:
The mentor product analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 575cc saline breast prosthesis, catalog #3501690, lot #200593. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 575cc saline breast prosthesis that deflated after implantation. Deflation of the left breast prosthesis was reported. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 550cc saline breast prostheses on (B)(6) 2019.

Manufacturer narrative:
On 03/08/2019, mentor received additional information about the event. The capsular contracture in the patient¿s left breast is baker grade ii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02/13/2019, mentor received additional information about the event. - the patient developed capsular contracture (baker grade unknown) in her breast. - a manufacturing record evaluation of lot number 235842 was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 03/05/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During evaluation a rent within crease and some crease were observed on the posterior aspect, the rent measuring approximately 1 cm. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).